Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 3.25 x 08 mm nc trek was being loaded onto the guide wire, however the distal shaft separated before it entered the sheath. There was no reported resistance removing the protective sheath or stylet. The device was prepped per the instructions for use (IFU). Another same size nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.